Event description:
During an in clinic follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced no further intervention was performed and the patient was stable and will continue to be monitored.